Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was added and the ipg was replaced for better coverage. The patient was doing well following the procedure. There was no device failure and the new pain was not device related. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a new pain. It is unknown if it is device related . The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a new pain. It is unknown if it is device related . The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.